Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage and a pinhole on the balloon at the distal marker band. No damage to the marker band was detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did confirm the reported balloon burst as there was a pinhole at the distal marker band.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 2mm x 20mm x 143cm coyote es balloon catheter was advance for dilatation. However, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 2mm x 20mmx143cm coyote es balloon catheter was advance for dilatation. However, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported.